Event description:
It was intended to treat a calcified lesion exhibiting 90% stenosis in the lad with an endeavor resolute drug eluting stent. The device was inspected before use with no issues noted. It was reported that the lesion was first pre-dilated at 8atm for 10 seconds but the endeavor resolute could not cross the lesion due to the level of calcification present. No clinical patient sequelae were reported. Evaluation summary: the tip was damaged. The 9th proximal segment of the sent was deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity)

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (90% stenosis and calcification). Deformation problem (stent). (B)(4).